Manufacturer narrative:
Revision to tab e initial reporter. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was dislodged which was revealed through an x-ray. Subsequently, this rv lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged which was revealed through an x-ray. Subsequently, this rv lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.